Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient had a uti and were prescribed macrobid. Consumer really wanted their device removed. Patient reported they initially had improvement with their fecal incontinence and approximately 6 weeks prior to the report they were having worsening fecal incontinence and were bothered by the stimulation on their perineum. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported a loss or change in therapy. The patient reported that it wasn't working and was still getting very loose bowel and getting a lot of urinary tract infections (uti). The patient reported that she woke up all pooped. The patient reported that she went through more pads, wipes and underwear. The patient reported that it was like a non-faucet thing. The patient reported that all day on the day prior to the report, it wouldn't stop. The patient reported that the muscles in her rectum were loose. The patient reported that she had a little bit of incontinence with bladder and a lot with bowel. The patient reported that she had seen the healthcare provider (hcp) twice and he turned it up. The patient reported that she saw him on (B)(6) 2017. The patient reported that the hcp wanted her to turn it off for a week to see if it was the machine or her. The patient reported that if it was the machine she would have to go see the hcp. The patient was assisted in turning stimulation off. The patient also reported that she had the mesh. The patient reported that the mesh was taken out of the bladder and that she still had a little bit a mesh. The patient reported that she was upset she couldn't have an MRI of the knee. The patient reported that the knee pain was ridiculous. Additional information was received from a consumer regarding the patient. The consumer reported that the therapy was causing more problems since implant. The consumer reported that the patient's symptoms were worse than before implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-07-19 from the consumer reporting an explant of the device was scheduled for (B)(6) 2017 due to the device making the bowel symptoms worse. The patient wished to donate their programmer. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) from the consumer reporting that taking medicine was the step taken to resolve the symptoms. It was reported that they had one uti every month and every time they did a urine spectrum. Patient weight at the time of the event was asked but not made available. No further complications were reported.